Manufacturer narrative:
Follow-up (3/2/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint; however, device evaluation has not been completed. Lfs will evaluate the returned meter and inform FDA of the test results in a supplemental report.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging meter is requiring daily battery replacements. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.